Manufacturer narrative:
A review of mfg. Lot database for the two reported lots was performed. The results recorded lot# 3352855 (mfg. 11/2016) showed (B)(4) units and lot# 3304159 (mfg. 08/2016) showed (B)(4) units were all manufactured, tested, inspected and released. There were no exception documents generated during the lot builds. Device discarded.

Event description:
Int'l. ((B)(6)) complaint received reporting leak/air issues with use of unspecified dialysis set -up and d1000 tego connector. The initial, limited information received reports unspecified number of occurrences of " air leak ". The devices were removed, replaced and discarded. There were no adverse patient consequences reported.

Manufacturer narrative:
A review of mfg. Lot database for the two reported lots was performed. The results recorded lot# 3352855 (mfg. 11/2016) showed (B)(4) units and lot# 3304159 (mfg. 08/2016) showed (B)(4) units were all manufactured, tested, inspected and released. There were no exception documents generated during the lot builds. Device return: six (6) packaged same lot d1000 tego connectors were returned. Although requested the involved mating and access devices were not returned. Engineering testing and analysis to the applicable product specification was performed. The results recorded no leakages, no performance and or out of spec conditions with all six of the returned tego connectors.

Event description:
Int'l. (B)(6) complaint received reporting reporting leak/air issues with use of unspecified dialysis set -up and d1000 tego connector. The initial, limited information received reports unspecified number of occurrences of " air leak ". The devices were removed, replaced and discarded. There were no adverse patient consequences reported. This is the mfgers. Follow up report to provide additional information and same lot packaged device return investigation findings.